Event description:
The hospital reported that during a coronary artery bypass procedure, the edges of the hsk-3038 were curled. A replacement was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery device was returned separate from the loading device. The seal and the tension spring assembly were inside the loader. The delivery device green slide lock and white plunger were not depressed. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal curled" could not be confirmed but the complaint was confirmed for "failure to load properly". Internal file number - (B)(4).